Manufacturer narrative:
A2: the patient date of birth is on unknown date in 1957. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause of the event, treatment, patient outcome, and action taken with pd therapy were not reported. No additional information was available at the time of this report.

Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by abdominal pain (recovered). The patient was treated with unspecified antibiotics for peritonitis. The action taken for pd therapy was unknown. It was reported that the "patient condition was stabilized". Should additional relevant information become available, a supplemental report will be submitted.